Event description:
The mpu does have a v-lock connector on the power cord and the cord did not come loose from the wall or the back of the unit, the patient reported a power outage to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The submitted log file from the patient¿s left ventricular assist device contained approximately 11 days of data ((B)(6) 2021 per timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 01:15:08 to 01:16:47 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted log file from the patient¿s right ventricular assist device contained approximately 30 minutes of data ((B)(6) 2021 from 11:49:04 ¿ 12:22:21 per the timestamp). No atypical alarms were observed in the log file. The data in the log file did not indicate any issues with the mpu. The pump maintained a speed above the low speed limit without issue throughout the log file. Additional information provided stated that the patient¿s home lost power. It was also stated that the mpu will not be returned for evaluation as it is currently in use. The root cause of the no external power alarm was determined to be loss of ac power due to a power interruption to the patient¿s home while connected to the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) had a no external power alarm that required the use of its backup battery. The right ventricular assist device (rvad) log file showed pi events.